Event description:
It was reported that there was no capture due to lead dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.